Manufacturer narrative:
(B)(4). Concomitant medical products: foreign: country: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001825034-2022-02855.

Event description:
It was reported that during inspection of stock, the inner pouch was found torn. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d4;d9;g3;h2;h3;h4;h6 product was returned and evaluated. A visual evaluation of the returned product identified damage to the sterile packaging (pouch). Sterility had not been compromised. The reported event was confirmed. The reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.